Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) device exhibited elevated shocking impedance measurements. The patient also complained of pain in pocket. The clinician was unable to induce noise on shock channel with pocket manipulation. All other lead diagnostics are normal. ,